Event description:
Caller states the patient tested 4.6 inr on the coaguchek test system and 3.1 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 462a, exp 5/31/08, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot.